Manufacturer narrative:
(B)(4). The homechoice device was returned for regular maintenance, the engineer found a burnt part of the u2 switch, which is related to the heater pan on the accomp board. Engineering confirmed that the root cause of this problem was related to the heater pan on the accomp board. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.the device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Upon receiving the homechoice for regular maintenance, the engineer found a burnt part of the u2 switch, which is related to the heater pan on the accomp board. No patient was involved, as this was a service event.